Manufacturer narrative:
Insulin pump received with missing retainer ring and reservoir tube o-ring. Insulin pump received with cracked keypad overlay at select button. Insulin pump received with minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was broken at the reservoir connection. Plastic guard and o-rings were missing. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.